Event description:
The physician was using a mo ma ultra device treat a lesion in the right internal carotid artery (ica). There was no tortuosity or calcification present. The device was flushed prior to use and negative prep was performed with no issues noted. The device was inserted into the patient and an attempt was made to rapidly inflate the external carotid artery (eca) balloon using an indeflator without using the t safety valve included in the product packaging. However, it was reported that the eca balloon would not hold pressure and was removed from the patient. It was reported that the procedure was completed using another mo ma device. It was reported that the event did not affect the patient. No clinical sequelae were reported. Device evaluation: the eca balloon was analyzed under magnification and a circular hole on the surface was detected close to the bonding with the distal tube. The surface of the balloon close to the hole was stressed, most likely due to an over inflation. Cine images review: review of cine images showed the stenosis present in the vessel and placement of the mo ma ultra device at the lesion.

Manufacturer narrative:
(B)(4). Results: failure to follow instruction (use of inflator with device); incorrect technique/ procedure (device inflated too quickly). Conclusion: device failure related to user handling (use of inflator to inflate device); user error contributed to event (t-safety valve not used during procedure).